Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a sample evaluation, the coaxial needle allegedly had a break. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one partial mission disposable core biopsy kit was received for evaluation. During visual evaluation, the kit components appeared clean, the device was returned in primed configuration with the cannula at the 20 mm position and the sample notch was not exposed and it was noted that the trocar stylet was returned in two segments and it appeared the trocar stylet was separated from the trocar stylet hub. Upon microscopic observation, adhesive was noted within the trocar stylet hub. Therefore, the investigation is confirmed for the reported break as the trocar stylet was noted to be broken. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a sample evaluation, the device allegedly had a break. There was no reported patient injury.